Event description:
Auto clave had a code 6, so the staff shut off the auto clave. When yellow light came on to open door, the nurse did so, and the auto clave was 3/4 full of boiling water. It splashed over 2 staff members.